Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance. A local boston scientific field representative reported that the lead impedance measurement had been gradually increasing over a period of two years. Evaluation will be done on the patient's scheduled follow up and action plan will be decided then. The system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received indicated that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements. Additionally, it was noted that the shock impedance daily measurements had been turned off temporarily and was turned back on recently. Further information obtained from a field representative indicated that the high shock impedance measurement is considered normal for this patient. Furthermore, it was indicated that the patient was checked in the office and a defibrillation threshold (dft) test was performed. No fracture was detected under a fluoroscopy. The clinic will continue to monitor the patient. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out-of-range shock impedance measurements, which had started to increase more than previously. Boston scientific technical services (ts) was contacted for assistance and recommended rv lead replacement. Subsequently, the rv lead was surgically abandoned and replaced. The device was explanted. No additional adverse patient effects were reported.